Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that part of the sw110, used with a sw100, came off intra-op. The surgeon removed the part, reloaded the instrument and continued the case. There was no consequence to the pt.